Event description:
The manufacturer representative reports the patient came to the clinic for a refill. The expected volume for the pump was 2 mls and the actual reservoir volume was 30 mls. The pump was refilled. Two weeks later, the patient was scheduled for pump revision following x-rays showing a catheter disconnect. At the revision, the expected volume was 28 mls and the actual volume was 39 mls when the drug was removed. The pump was replaced and returned to the manufacturer for analysis. The catheter was left in place as it was in good condition and had excellent flow. No patient symptoms or outcome were reported. Additional information was requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.